Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported right side silicone endoprosthesis is retromammary, somewhat deformed, unfolded laterally, has clear, wavy contours, a uniform structure, and is filled with liquid contents and small cysts up to 4x5 mm in size via MRI. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2 a4 a6 b5 d6a h6. Laboratory analysis summary device photograph(s) for the device related to the reported event of rupture / seroma-late/cyst /crease / folding of implant/wrinkling of the skin was requested on dec 05, 2024. Visual analysis of the photographs identified: ¿ seroma-late: unable to observe since it is not related to the device. ¿ cyst: unable to observe since it is not related to the device. ¿ crease / folding of implant: not observed. ¿ wrinkling of the skin: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
The reported right side "small cysts" are not device related.